Event description:
It was reported that a spectrum pump had a missing flow label. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "missing flow sticker," was confirmed through visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the direction of flow label was missing. The direction of flow label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.